Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the lead had a possible fracture and was capped and replaced.

Event description:
It was reported that on a remote monitoring transmission, the svc coil on the right ventricular lead showed high impedance. The patient was noted to be exercising at time of the alert. A few days later, similar motions in the clinic also produced high impedance measurements. Reprogramming was performed to program the coil off and defibrillation thresholds were performed. The lead remains in use. No patient complications have been reported as a result of this event.